Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient wanted to know if the use of certain power tools was acceptable. The patient states that when he uses a battery operated weed whip, he feels 'shakes and tremors' on the left side. The patient wanted to know if this was related to the device. The patient was referred to discuss with his physician. The device is still in use. No patient complications have been reported as a result of this event.